Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The device remains implanted, therefore no product analysis can be performed. Without return of the device, a conclusive cause cannot be determined.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, the valve dislodged out of the ann ulus when the delivery catheter system (dcs) was being removed from the ventricle. The valve was snared up into the ascending aorta. Subsequently, a second transcatheter bioprosthetic valve was implanted. No adverse patient effects were reported.